Event description:
Balloon angiplasty of mid right coronary artery with 10% residual stenosis. Unplanned stent deployment in the proximal right coronary artery. Initial stent 3.0 x 18 mm cypher drug eluting stent was attempted to be delivered in the distal right coronary artery stenosis but could not get through past the proximal right coronary artery due to severe calcification. Therefore it was exchanged for a kleez horizontal 4.0-6f guide. A 4.0 x 20mm express 2 stent was then delivered unsuccessfully due to severe calcifications. An ace balloon was used as a body wire to try to deliver the stent through the sevever calcification and tortuosity of the right coronary artery. Inadvertently the stent became loose from the balloon and the balloon couldn't be recrossed through the stent. The stent was evidenced in the proximal right coronary artery. A 2.0 x 16 mm maverick balloon was brought to the loose sent and inflated at 10 atmospheres. After that the original balloon was able to be delivered into the sent and co deployed the stent in the proximal right coronary artery at 14 atmospheres. There was no residual stenosis in the stented area.